Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. The patient stated that the clinician advised the device would probably have to be replaced soon.